Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to placement difficulty after multiple attempts. A new rv lead of the same model was placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm the helix difficulty and stylet difficulty. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed that the polytetrafluoroethylene insulation was bunched, and conductor resistance-shock coils were deformed due to the bunching which is consistent with the lead being placed through a constricted area. Additionally, the lead did not pass the stylet insertion test due to the damage. Furthermore, this type of damage has been deemed a design issue. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to insert was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.